Event description:
It was reported that t2 deployed at the same time as t1. All the ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device is used. The complaint stated: "it was reported that t2 deployed at the same time as t1. T1, t2 and suture were returned still attached to the delivery needle. This is contradictory to the allegation reported. The tail end of the suture was found stuck underneath the tail end of the depth limiter. This would occur from removal vs. Advancement of the depth limiter. Removal is not required for fast fix 360 whereas it is required for the ultra fast fix application. A functional test confirmed that the device cycled and actuated as expected. No root cause related to the manufacture of the device was confirmed.